Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparinn 65 units, there was poor sample quality with particulate matter in the plasma of an unspecified number of devices. Tubes that are re-centrifuged begin to show elevated test results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2025. Investigation summary: bd received 100 samples for investigation. The returned samples were visually inspected with no issues identified. Additionally, the retained samples were also inspected with no issues identified. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-sodium, potassium, chloride) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned, and control samples tested were acceptable in terms of both precision and accuracy. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results (sodium, potassium, chloride) and sample quality-poor plasma. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparinn 65 units, there was poor sample quality with particulate matter in the plasma of an unspecified number of devices. Tubes that are re-centrifuged begin to show elevated test results. No adverse impact was reported regarding the patient or user.